Event description:
A user facility reported to olympus that the error "b30" occurred when using olympus, model series 190 and series 1500 scopes with the olympus, model cv-190 plus, evis exera iii video system center. The intended procedure was completed by replacing the scope. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). To resolve the reported problem, the fse cleaned the connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to section h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of b30 error could not be identified, nor could the phenomenon be reproduced upon evaluation onsite by an olympus field service engineer (fse). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to section d4.